Manufacturer narrative:
H6 codes have been updated.

Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 75-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in heart failure, cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the patient received multiple blood products were given. The patient was experiencing hemolysis due to the platelets dropping. There were suction events and volume was given. Good pump position was confirmed. Labs were sent. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.1l/min as intended. Hemolysis and thrombocytopenia may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, potential device position, anticoagulation/antiplatelet status, and mechanical support.

Manufacturer narrative:
D6b: explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
Mechanical interaction with blood / hemolysis / low or blocked pump flow: biomaterial on the returned product could be one of the causes of the issue; however, the data log showed no confirmed signs of biomaterial interaction during the reported low pump flow and hemolysis. The cause of the issue was most likely related to the patient¿s low blood volume during the case, based on data log review and provided clinical details. Patient-device interaction / major bleed: no product-related defect was found on the returned pump. The cause of the bleeding issue could not be determined without sufficient clinical details.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Health effect - clinical code e030202 is no longer appliable to this report.